Event description:
It was reported that a stent dislodgement. A 3.00 x 48mm synergy xd was selected; during the procedure when moving the stent back into the coronary artery, the stent dislodged became stuck at the distal level. No patient complications was reported in relation to this event.

Event description:
It was reported that a stent dislodgement occurred. A 3.00 x 48mm synergy xd was selected; during the procedure when moving the stent back into the coronary artery, the stent dislodged became stuck at the distal level. No patient complications was reported in relation to this event.

Manufacturer narrative:
Device evaluated by manufacturer: a synergy xd mr ous 3.00 x 48mm stent delivery system (sds) was returned for analysis. A visual examination of the device found stent struts from the proximal to mid stent region were lifted and bunched in the mid-stent region. The undamaged stent od was measured and the result was within specification. A visual examination identified that the balloon was tightly wrapped and had not been subjected to positive pressure. Crimp markings visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.